Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure withdrawal resistance occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The physician advanced a 2.25x16mm promus element stent to the target lesion; however, the device was unable to cross the lesion and when the physician attempted to remove the device from the patient withdrawal resistance occurred. The physician was able to successfully remove the device from the patient and it was noted that the shaft was kinked. The procedure was successfully completed with a non bsc device with no patient complications reported. The patient's current condition is listed as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the device was returned in two sections as a result of a break that occurred in the hypotube. The break was approximately 20.6cm from the catheter strain relief. A visual examination also identified kinks throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This product is only ous approved but it is similar to an approved us device.